Event description:
During coild embolization within the aneurysm, the coil was advanced, but it was too tight loop formation. During withdrawal of the coil, the coil stretched. There was no report of patient injury.